Event description:
It was reported that the ilet device¿s sleep/wake button became intermittently unresponsive, occurring often during daily attempts to wake the device, and a replacement device was arranged with the original to be returned. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included user inconvenience without alerts or alarms. Investigation included troubleshooting by phone and education. Investigation of this case revealed a suspected hardware malfunction isolated to the sleep/wake button with no effect on insulin delivery or glucose management. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure of the button mechanism.

Manufacturer narrative:
Initial.